Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the cockpit of the device was black during operation and the device beeped loudly. No patient injury was reported.

Manufacturer narrative:
The investigation was conducted based on the reported event and a video of the problem. The provided video shows that the status leds on the pi main ecd indicate a possible malfunction of the pba m48.3, and that the hdbaset firmware could not be initialized. The pba pi main ecd and pba m48.3 circuit boards, including the usd cards, of the affected device were made available by the customer for analysis after the conclusion of the initial investigation. The functional test of the pba m48.3 circuit board confirmed that the up1 microprocessor was not starting due to a malfunction. This component malfunction led to the complete loss of function of the ventilator, with accompanying audible alarm via the secondary audible alarm signal. The pba pi main ecd and the usd cards passed the functional test without deviation. The device was repaired by replacing the pba m48.3 circuit board. If the ventilator loses its functionality completely, the inspiration valve automatically opens to the environment, allowing the patient to breathe spontaneously. The secondary acoustic alarm signal of the ventilator unit is activated immediately to alert the user to the device failure. This alarm is powered by an independent power source and lasts for at least 2 minutes. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit of the device was black during operation and the device beeped loudly. No patient injury was reported.

Manufacturer narrative:
The investigation was conducted based on the reported event and a video of the problem. The device and its logbook were not available for further investigation after the initial assessment by dräger service because, according to the customer, it had been stored and taken out of service. The video provided shows that the status leds on the pba pi main ecd indicate a possible malfunction of the pba m48.3 and that the hdbaset firmware could not be initialized. Further analysis of the possible causes of the error was not possible, which is why the root cause could not be identified. If the ventilator loses its functionality completely, the inspiration valve automatically opens to the environment, allowing the patient to breathe spontaneously. The secondary acoustic alarm signal of the ventilator unit is activated immediately to alert the user to the device failure. This alarm is powered by an independent power source and lasts for at least 2 minutes. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit of the device was black during operation and the device beeped loudly. No patient injury was reported.